Manufacturer narrative:
The device is not expected to be returned. This incident has been determined to be reportable since pt monitoring and possible treatment may have been delayed due to late shipment.

Event description:
The product should have been shipped to university of maryland medical but was actually shipped to incorrectly to the home of the integra neurospecialist assigned to that area. The integra neurospecialist took the device to the hospital the following day. Oxygen monitoring for this pt was delayed by 24 hours due to the incorrect shipment of device. No pt injury was reported due to this delay. The pt is in stable condition.